Event description:
It was reported that an atw35 and two tr35w were used during a left lung lobectomy. It was reported by the affiliate that after the first firing, the surgeon had a different feeling with respect to other times. After reloading the instrument, at the second firing, the metallic part of the cartridge was trapped in the stapler and could not be used anymore. On the tissue only two lines of staples have been fired. 10/15/1998 additional information from affiliate. There was no staple line bleeding and the case was completed with another stapler of the same lot number. There was no consequence to the patient.